Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2011, the plaintiff was implanted with an ams miniarc precise sling system to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "experienced significant mental and physical pain, disability, suffering, has sustained permanent injury, and permanent and substantial physical deformity" and "severe emotional distress."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.